Manufacturer narrative:
(B)(4). The device was received with the top of the I-blade upper tip broken off not returned. The device was connected to the generator and it was recognized. Because the I-blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a urological surgery, the clamped tissue slipped forward when the device intended to cut. When the tissue was held to avoid slipping off, it could cut, but it was very stressful for the surgeon. Gen11 was used. Another device was used to complete the case. When the sales rep checked the device after the operation, the device did not cut even a paper though it was activated. There were no adverse consequences to the patient.